Event description:
Clinical study. It was reported that 129 days after a coronary artery drug eluting stenting procedure, the patient expired. The lesion being treated in the index procedure was 2.50mm and located in the right posterior descending artery (p-pda). The physician treated the lesion with successful placement of a taxus express2 2.50x12mm drug eluting stent in the target lesion. The patient was discharged 2 days later on plavix and aspirin. At 129 days after the initial procedure, the patient expired. The patient had been admitted 4 days earlier for comfort care. She was dnr/dni. The cause of death is listed as cardiac related.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.